Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 6/22/2022, it was reported by a sales representative via email that an ar-6475 wave iii pump, despite being set to normal, the fluid was being pumped into the joint at an exponential rate and could not be reduced. This was discovered during a knee arthroscopy procedure. Additional information requested.